Manufacturer narrative:
E1 - full initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the nozzle of the colonovideoscope had foreign material. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in pcf-pq260i operation manual chapter 3 preparation and inspection. IFU states the preventative measures in pcf-pq260i reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.